Manufacturer narrative:
(B)(4). The suspect faulty main printed circuit board was evaluated where the reported issue was duplicated and isolated to a resistor being open. This failure is part of an internal investigation.

Event description:
The customer stated that this unit is showing "vent inop, motor fault, post dac or adc" errors during the check after patient use. There was no patient involvement at the time of the incident.